Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no ramping numbers and no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer was able to clear the alarm but got stuck on the main menu and the pump started to give bolus. The customer stated that the pump was exposed to sweat. The insulin pump was returned for analysis.